Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead and right atrial (ra) lead exhibited high impedance and the warning was triggered for both leads. It was noted that possible oversensing of artifact noted at times in ventricular high rate zone. Rv and ra leads remains in use. No patient complications have been reported as a result of this event.